Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of her son's insulin pump having a blank display and no power. The mother states they changed out the battery and the device powered on, but there was beeping and the screen remained blank. The customer's blood glucose level was unknown. Troubleshooting was conducted. The image remained blank and the pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly, no blank display noted, no beeping anomaly noted and all operating currents are within specifications. The insulin pump passed self test and displacement test. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.